Event description:
Customer used floseal on a patient and the 5ml gelatin matrix was expired nov 2011.

Manufacturer narrative:
(B)(4). Additional information received from customer: customer stated that the product functioned as it should and surgery was successfully completed. She did not report any loss of function or impact on function. She stated that it was completely their fault for not noticing the outer box and gelatin matrix both had an expired date of nov 2011. Follow-up medical assessment summary: customer stated that there was no loss of function or impact on function and surgery was completed successfully. So, there was no possible harm or hazard to patient in this case.

Manufacturer narrative:
(B)(4). Baxter safety assessment: the product used was clearly past its labeled expiration date. Risks of using products past its expiration date include loss of product function as well as loss of sterility. As no infection was reported post operatively this risk can be ruled out. Floseal hemostatic matrix should be used in the presence of active bleeding. If applied according to IFU hemostasis should be achieved within minutes, so loss of function can be determined at once. If necessary, additional methods of hemostasis can be used immediately. Use of product past its clearly labeled expiration date is out of control of the manufacturer. Additional information is required: was an impact on function or loss of function of product reported? (B)(4). Upon receipt of additional information, a follow-up report will be submitted.